Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that during the procedure, the driver did not mate well with the screw thus causing the screw to strip. This happened with two screws. A new screw was used and the procedure was able to be completed. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that witness marks and some evidence of deformation noted at the bottom of the bone screw hex heads, (no evidence of deformation at the top of the hex head). Functional evaluation with hex go / no-go gage found that the no-go gage was able to be almost fully inserted into the hex head. The above observations are consistent with manufacturing error.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.